Event description:
During the evaluation of a returned colleague infusion pump (uim software version 5.04.00 / unremediated), an intermittent stop key was discovered on the channel a pump head module (phm) keypad. No pt injury or medical intervention was associated with this event. No add'l info was available.

Manufacturer narrative:
Evaluation summary; during the eval of a returned colleague infusion pump, an intermittent stop key was discovered on the channel a pump head module (phm) keypad. The channel a phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated.